Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was not connected at the time of the alarm. During troubleshooting, it was found that the patient had become inadvertently disconnected from the patient line. The technical service representative (tsr) explained the alarm and had the hp cycle the power to the hc. A system error 2367 occurred. The hp was to restart with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The patient stated that during therapy the patient line inadvertently disconnected and caused the alarm. If additional relevant information is received, a follow-up will be submitted.